Manufacturer narrative:
The unit was returned a biohazard labeled zip-lock bag with its original labeling. The unit was decontaminated using a soak in and a flush with a 1:10 dilution of household bleach. While flushing a significant leak was noticed in the hub. There is a significant crack in the lure fitting and taper cone of the catheter hub. The incident is confirmed as reported. This type of crack is consistent with over tightening the lure connection. The DHR for his manufacturing lot has been reviewed and that review is attached. Conclusion: defect noted prior to use. As per FDA feedback of (B)(6) 2009, this defect, if not discovered, could contribute to injury or death. Complaint/incident findings (incident # (B)(4)): a review of the device history record (DHR) was completed on part # 1097-04/a (lot # l14603). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.

Event description:
Upon visual examination of the catheter, a crack in the hub was noted. Another catheter of the same type was used to complete the procedure without further incident.